Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad rubber was undamaged and all the buttons responded appropriately to user presses. The keypad was removed from the base and there was no contamination or damage found to the key contacts. The pump cover was removed and there was no intermittent condition found to the keypad flex.